Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Two of the six batteries returned , had observable charring; this further confirms the additional testing showing that the misplacement of a battery can case battery leakage.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014, to report using batteries to power on the purely yours breast pump when she noted grey liquid coming out of the battery compartment. Customer denies coming in contact with the gray liquid. She states she was not injured or burned.